Event description:
I received ams intepro-y pelvic mesh "kit" as part of pop rx (B)(6) 2011, done as abdominal sacrocolpopexy by a urologist who did not discuss risk/complications and in fact forged consent, despite my instructions to him in presence of witnesses no mesh. His op note states that he attached the posterior arm "as close to the anal verge as possible". I was hospitalized (B)(6) 2011 with an ileus when resumption of vaginal sex was attempted and the attachment of mesh to my posterior vaginal wall became visible on vaginal examination after I experienced severe vaginal pain, a ripping sensation, then severe abdominal pain/constipation worsening during sexual penetration (B)(6) 2011. I developed a foul vaginal discharge and fever, but had much difficulty convincing this urologist anything pertaining to mesh was wrong. Finally, a 2nd surgery (B)(6) 2012 showed a full thickness hole in my vagina where it was tethered to the mesh on the peritoneal side. The op note was unintelligible, the urologist unwilling to discuss the case (and capable drs from other institutions, including where I had previously been faculty flatly refused to "get involved"). Finally, the urologist said what the repair consisted of was "double lapping" my posterior vaginal wall over the affected area, to make it doubly "strong". He sent no tissue to the path lab and did not remark on "mesh revision", but the gyn present described the urologist "revising the graft." I continue to have a grossly dilated colon, new since the mesh surgery. I developed a vagina fistula after the "repair" surgery, which was repaired in (B)(6) where I had moved for a job, which I lost the month after the vaginal tear for "inefficiency", later found to be encephalopathy incompatable w/carrying out my professional career as an academic and clinical psychiatrist. The vaginal fistula was repaired (B)(6) 2012, but although I appealed to a local mesh "expert" and to (B)(6) clinic, as well as to (B)(6) staff, I was told (in unsympathetic and stereotyped terms worthy of a "stepford wives" sequel) that "mesh is doing you more good than harm". I sought a different answer from a woman urogyn faculty member in late 2012 and got the same rote responses, but my file was growing thick w/documentation of whole body consequences: weight loss, glucose intolerance, re-occurring vaginal infections growing bowel flora, abdominal pain, inability to even site upright due to the traction the shrunken mesh put on my cervix/vagina which it had tethered to my sacrum. Finally, dr (B)(6) agreed to remove the mesh, my indices of inflammation improved, but she became critical of me, postulating that point tenderness I have on deep penetration is due to my hx of childhood sexual abuse, when she was unaware of the specifics of that hx, having never collected it. So even though all visible mesh was removed, it seems a fragment may reside in the identified tender spot, rolled like "sushi" in the "double lapping" of the 1st repair. The ethibond spikes, which dr (B)(6) told me she left in my sacrum and which contained titanium may be contributing to fibrosis in an adjoining structure, as is documented in the literature. In 2015, my r kidney became obstructed and "showed tremendous scar rind and fibrotic bands over the upj area". Alternatively, this abnormality could also be understood as arising from the many months of infections and inflammation from the intense foreign body reaction to the mesh's presence, and then the contamination once the peritoneum was breached by leaving a hole in my vagina for 2+ months, w/constant retrograde pressure from rectal narrowing and adhesions. I am having to cobble together services (next: rn-ph.d who does colposcopy tolosely examine the tender apex of the "double lapped" vaginal scar).